Manufacturer narrative:
Date of the event has been estimated. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer number: 3006705815-2019-02893, 1627487-2019-08699. It was reported that the patient was experiencing ineffective stimulation. Reprogramming was unable to resolve the issue. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs system was explanted.